Event description:
It was reported that the customer received multiple alarms and the keypad on the insulin pump is not working. Advised insulin pump would be replaced. Customer's blood glucose level at the time 174mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed self test. No alarms noted. Insulin pump received with an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked reservoir tube lip.